Event description:
Cn states her readings on the plink are too high. Cn states that her reading was high and went to the hospital and they did treat her with IV insulin and her nunmber came down.

Manufacturer narrative:
Awaiting return of product to conduct quality investigation.